Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert for possible output circuit damage and out-of-range hv lead impedance. Stored egms revealed that the patient had an episode of atrial fibrillation with rapid ventricular response in the vf zone. The ICD and lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed. During analysis an arc mark with lead material was observed on the can. There was damage to the high voltage circuitry which prevents output of the device. The low voltage functionality was testing on the bench and using our automated test system. All of the low voltage test specifications were normal. (B)(4).